Manufacturer narrative:
Results: one unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed the presence of white foreign matter on the shaft of the needle. Ftir testing was performed and the foreign matter was identified as most likely being epoxy. A complaint history check revealed no similar incidents for reported lot number 3305196. Conclusions: bd was able to confirm the indicated failure. The engineer states that epoxy is an adhesive used during manufacturing to bind the needle and the needle hub together. UDI #: (B)(4).

Event description:
Particles were observed on the 20ga x 1in bd blunt fill needles.